Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported by the nurse that the customer had a motor error alarm on the insulin pump. The nurse reported that the battery was not lasting in the pump. Customer's blood glucose level was 259 mg/dl. The battery indicator does not show less than 2 bars. The last battery change was today and the battery did last more than 1 week. Customer puts a battery in every day. Customer has bad battery and weak battery alerts in the alarm history. Insulin pump will need to be replaced. Customer does not wear the sensor. Customer was assisted with clearing the motor error alarm. Customer had the alarm earlier and does not know when she cleared it. Customer stated that they are able to complete the rewind sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)